Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urgency frequency. The trial began on (B)(6) 2025. It was reported that they had migration, lead moved or wire moved. They stated that they had loss of stimulation and loss of therapy. The patient was experiencing pain, discomfort/soreness/pinching and until today they still in pain and as per patient they fell off the ground landed on their bottom on (B)(6) 2025 and had a very large lump on the insertion site and swollen. The issue was not resolved and was still ongoing.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown implanted: (B)(6) 2025: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-oct-19, information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency and fecal incontinence. It was reported that the trial was initiated on (B)(6) 2025. It was reported that they noticed swelling on their legs. The patient was advised to contact the doctor if issue persist. The issue was not resolved and it was still ongoing. On 2026-feb-03, information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency and fecal incontinence. Their trial started on (B)(6) 2025. It was reported that the patient had a stage 1 implant done in october and ended up getting an infection. They had to wait a few months and did the full implant on (B)(6) 2026. Caller did not know if the infection was reported, but thought it was because they were not the one that was handling it. On 2026-feb-10, additional information was received from the manufacturer representative (rep). The rep stated that they were not made aware of the infection until just the other day. The office was a little hectic and told the rep that the stage 2 was cancelled until further notice as the patient was not sure if they wanted to proceed. Then when they were down there and had the situation with the lead/battery during the implant was when the rep was told about the infection. They thought that providers can also submit a report to mpxr which was why they were not sure if there was one reported for them.

Manufacturer narrative:
B5 has been updated to include information previously captured in 2182207-2026-00549 as it was determined that this information pertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.